Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It is reported that when removing the temporary clip from the carotid artery, using forceps, bleeding occurred.

Manufacturer narrative:
Investigation: the clip was analyzed using a keyence vhx 5000 digital microscope. The measurement of the closing force was carried out in the production department, using scale ID#(B)(4). The actual closing force is 96 gram and is thereby in the specific range of tolerance (90 ± 7 gram). The production department confirmed that the clip is in a normal condition, no deviations could be found at the clips, especially at the jaw parts. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the clip is according to our specification, thus we exclude a manufacturing or a material error. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.